Event description:
It was reported that after a da vinci-assisted cholecystectomy surgical procedure, the fenestrated bipolar forceps had a broken black cable. The procedure was completed with no reported injury. (B)(6) 2022. Intuitive surgical, inc. (Isi) received a copy of voluntary mw5108461 stating: "this xi instrument fenestrated bipolar forcep was tagged and sent to me with a black cable noted to have a slight defect. It is unsure if this occurred during a case or during the cleaning process in central processing. Three-tenths (3/10) lives remaining on the instrument on its last documented use. Case was performed (B)(6) 2022. I will return to intuitive for request for reimbursement on the remaining 3 lives."

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the reported complaint of "black cable noted to have possible breakage". The instrument was found to have damage of the conductor wire¿s insulation. There was no material missing, but the conductor wire was exposed within the insulation. The instrument passed an electrical continuity test. No signs of thermal damage were observed. The root cause of this failure is attributed to a component failure. Additionally, the instrument had signs of corrosion on the input disk bearings. The root cause of corroded/contaminated instrument bearings is typically attributed to the user, most commonly caused by improper cleaning/reprocessing techniques. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. There was no image or video clip submitted for review. A review of the instrument log for the fenestrated bipolar forceps (part# 470205-17 / lot# n10190504/ sequence# 0049) associated with this event has been performed. Per this review of the logs, the instrument was last used on 26-jan-2021 on system serial# sk3702 with 3 uses remaining. Based on this review, the instrument was not used in the reported event date or in any subsequent procedure(s) after its last used. This complaint is being reported as a reportable malfunction due to the following conclusion: the instrument had conductor wire damage. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Fields g5 and g7 are not applicable.